Event description:
Patient was receiving electrotherapy treatment when they complained of excess output, or a shock sensation in the area of treatment. The clinician had prescribed electrotherapy for (location unknown) area. The treatment prescribed is the interferential waveform at an unknown intensity for a typical treatment time of 15 minutes. During this treatment session, new electrodes were used for the treatment. During the incident treatment the clinician applied the waveform intensity in increments. As the clinician began to increase the patient began to complain about the discomfort of the excess shock sensation. The patient is a regular patient for electrotherapy treatment. The patient has never had any adverse reactions from electrotherapy treatment. The patient is expected to make a full recovery from the incident.